Event description:
It was reported that the right atrial lead exhibited low impedance. An insulation anomaly was suspected. No intervention was planned. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.